Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility directly to obtain patient treatment settings, patient information and photographs; which were received. A lumenis technical expert examined the subject device and completed performance tests of all specifications concluding the device operated to manufacturer's specifications. No device malfunction was reported or observed. Device malfunction is not the suspected cause of the event. A lumenis healthcare professional contacted the user facility and concluded that the device operator did not use ipl coupling gel while treating the patient. The healthcare professional stated "coupling gel is a necessary part of ipl protocol per the device operator manual. Furthermore; the patient reportedly had sun exposure prior to treatment. A review of device labeling states the following: "ipl coupling gel - using refrigerated (6°c-10°c) ipl coupling gel on the skin serves to control discomfort and to provide a light-coupling medium between the lightguide and the skin surface. Fluence - fluence measures the total light energy delivered to the skin, in units of joules/cm2. The intense pulsed light of the universal ipl treatment head of the m22 passes through the lightguide and the ipl coupling gel and irradiates the patient's skin. With a large spot size (15 x 35 mm), the scatter effect is minimized, resulting in a constant fluence and deeper penetration than in lasers. The greater the fluence, the higher the temperature of the target lesion, the surrounding tissue and the epidermis. Contraindications - exposure to sun or artificial tanning during the 3-4 weeks prior to treatment. Change of pigmentation - there may be a change of pigmentation in the treated area. Most cases of hypo- or hyper-pigmentation occur in people with darker skin, or when the treated area has been exposed to sunlight before or after treatment. In some patients, hyper-pigmentation occurs despite protection from the sun. This discoloration usually fades in three to six months. Hypopigmentation may last up to 12 and even 24 months, and in rare cases may be permanent."

Event description:
A user facility reported that one (1) patient sustained second degree burns to the arms following treatment with a lumenis m22 laser. No information regarding a report of serious injury or medical intervention to preclude permanent impairment was received.